Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-aug-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 02-oct-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient recently implanted with an implantable neurostimulator experienced issues with the device settings. The patient received a message stating "settings not available, cannot provide your desired intensity settings" when attempting to adjust group a, program 1 from 2.2 to 2.4. Additionally, when group b, program 1 was adjusted from 2.4 to 2.8, no sensation or tingling was felt in the legs. The patient had previously programmed the device with their representative. The patient was advised to consult their healthcare provider and representative for further assistance and planned to meet for reprogramming. Additional information was received from the patient regarding an implantable neurostimulator. The reason for call was patient reported they weren't getting anything from their implant and the implant was removed in july. Patient stated one of the probes had slipped and went from one vertebrae to the bottom of the one below it and the reprogramming didn't do any good. Patient inquired copies of their original intensity or copies of the reprogramming sessions, how many sessions they had, etc. No one mentioned to the patient that they could get the probe repositioned instead of taking the whole implant out. The patient was redirected to their healthcare provider to further address the issue. Patient disconnected the call so agent could not ask further details. An outbound call was made to the patient who stated that the entire system was already removed because one of leads migrated and the device was not working anymore. A representative tried to reprogram the device but did not work reason which is why the doctor decided to remove the entire system.